Event description:
A report was received that the patient experienced pain on the scar over the ipg implant site. The patient was administered a versatis patch. The database analysis revealed no issues with the ipg.

Manufacturer narrative:
Additional information was received that the patient feels better with less pocket pain and has decreased the use of versatis patches. The physician assessed the pain is probably due to an inflammatory reaction around the ipg and may also be cluneal nerve irritation. There will be no further course of action at this time.

Event description:
A report was received that the patient experienced pain on the scar over the ipg implant site. The patient was administered a versatis patch. The database analysis revealed no issues with the ipg.